Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a superficial femoral artery (sfa) procedure, the balloon dilatation catheter burst at the pressure rate of 10 atm during inflation. The procedure was completed by using another balloon. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The affected product was returned for investigation. Functional testing of the device reveals a pin hole in the distal section of the balloon catheter. The event was determined not to be reportable per device evaluation. There is no evidence that the product was not manufactured to specifications. Balloon was inflated to nominal pressure when failure occurred. The results of this investigation are inconclusive.